Event description:
It was reported that an xact stent was implanted in the left internal carotid artery on (B)(6)2010 after failed carotid endarterectomy. Post stent deployment respiratory distress occurred but resolved with oxygen therapy, and the pt was taken to recovery room in stable condition. In the recovery room, the pt developed right hemiparesis. Carotid duplex showed in-stent mobile thrombus. The pt was emergently returned to the cath lab where angiography showed thrombosis of the proximal end of the stent. Following thrombectomy there was a significant area of in-stent stenosis, most likely secondary to incomplete stent expansion. Intra-arterial tenecteplase and nitroglycerin were given and a non-abbott covered stent was implanted with good circumferential expansion of both the xact and non-abbott stents. Due to respiratory failure mechanical ventilation was given via endotracheal tube and later tracheostomy. After initial improvement, the right hemiparesis worsened and pt became obtunded. CT scan of the head showed left hemispheric, non-hemorrhagic stroke that evolved into a large left-sided hemispheric infarct with edema, midline shift and herniation. The pt was also treated for sepsis/pneumonia and renal failure. Palliative care was started, the pt was extubated, and died on (B)(6)2010, 9 days post procedure. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: partial stent expansion/partial stent apposition can be the result of, but not limited to, pre dilatation strategy, interaction with lesion/anatomy, physician technique, post dilatation strategy and/or stent material. Reportedly, the target lesion was calcified and 90% stenosed, which likely contributed to the reported partially expanded stent. In this case, a non-abbott stent was implanted to further expand the target lesion with good results. In this case, thrombosis was noted in the proximal end of the stent and a thrombectomy was performed (additional therapy/non surgical treatment) and medication was administered. It is likely that the thrombosis is a result of the partially expanded stent. Additionally, the pt experienced respiratory failure, cerebrovascular accident (stroke) and death. It should be noted that the xact instructions for use lists thrombosis, cerebrovascular accident, respiratory failure, and death as known adverse pt effects associated with carotid stenting procedures. In this case, the pt was treated with medication and was hospitalized. In this case, although the reported partial stent deployment, thrombosis and subsequent treatments appear to be related to the operational context of the procedure, a conclusive cause for the reported respiratory failure, cerebrovascular accident, and death could not be determined. However, there is no indication of a product quality deficiency.